Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: cq zuchwil, selected flow: 2. Device interaction/functional. Visual inspection: the received extraction screw and the expert¿ a2fn, nail has shown significant traces of use at the connection part visible. Further investigation of the extraction screw has shown that the threaded tip is stripped / worn. The present scratches and wear marks at the expert¿ a2fn nail of the proximal part reflected the narrative of the complained description "use a plier for remove the nail". Functional test: according of the damage of these parts it was not possible to perform a function test as well as the relevant feature is deformed in a manner which prevents accurate measurement of the feature. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The extraction screws did pass a 100% function test after manufacturing. Based on that it can be concluded to the deformation of the threaded tip, which clearly affects the functionality of the devices, was caused post-manufacturing. Summary: the complaint is rated as confirmed for this extraction screw. The investigation of the extraction screw has shown that the threaded tip is stripped / worn. Unfortunately, we are not able to determine the exact cause of this complaint. Based on our investigations, we only can assume that possibly an insufficient connection, wrong angulation direction which finally caused the malposition of the connecting screws. The malposition caused the damaged threaded part at the expert¿ a2fn, nail. Or during insertion the end cap of the nail was difficult, which damaged the threaded part of the nail. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps "dimensional inspection:" are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Investigation picture are attached in the (B)(4) of this pc. Device history lot part: 03.010.373, lot: 9911485, manufacturing site: hägendorf, release to warehouse date: may 27, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent removal surgery for the femoral shaft. During the procedure, the surgeon could not connect the extraction screw with the nail. He attempted to use a plier in the instrument box but could not remove the nail. Eventually, the nail was removed using an unknown hook device. After the nail was removed, the surgeon attempted to connect the extraction screw with the removed nail, but he could not. The procedure was successfully completed with a two hour delay. No further information is available. This report is for one (1) extractscr f/a2fn. This is report 1 of 2 for (B)(4).